Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) in consultation with the customer, who indicated that the ECG signal is distorted. The customer advised that she had checked that it is not a problem with the electrodes or the adapters. It was determined that the ECG patient cable was the likely cause of the malfunction. As this was a remote service case, no philips engineer attended the site. The customer has assumed responsibility to repair the device with the replacement ECG patient cable provided. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
It was reported that the electrode cables have not been functioning correctly for some time, and the ECG readings are completely incorrect. The device was in use on a patient at the time of the event. There was no adverse event reported.